Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by row board cable. A field service engineer reseated row board connectors and all connections. Preventative maintenance was performed on the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system half height 6.1 drawer failure which doesn't open. The users were able to issue the medications from another station, which did not delay patient care, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.